Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient's smart device was not pairing with the transmitter. Patient's mother stated that she replaced several sensors, uninstalled and re-installed the g5 mobile application in an attempt to resolve the issue, without success. No additional patient or event information is available.